Event description:
A patient reports going to the hospital emergency room for hypoglycemia. The patient reports they had a seizure. Treatment, information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: